Event description:
The patient was having a mr scan performed on them. The patient complained towards the end of the scan of a heating sensation on her legs. The technologist had checked on the patient when she first complained and did not notice any areas of redness. A sheet was placed between the patients legs and asked if she wanted to continue. The patient agreed to continue the scan. After the scan, two areas of redness were noticed by the technologist. The areas effected were located at the extreme upper inside thigh area on both sides (mirror image). The patient was prescribed silvadene cream and it was applied by the floor nurses. The next day the radiologist examined the patient and found two 1 cm blisters.

Manufacturer narrative:
H6: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.